Event description:
Customer's family member reported that customer was hospitalized for low blood glucose. Customer's family member also stated that the customer saw insulin shooting out of the pump and immediately pressed esc button to stop but they were not sure what happened. Troubleshooting was performed and pump appeared to be operating normally.